Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via email that the customer was called regarding the upgrade of the insulin pump and he reported that the insulin pump had unexplained no delivery alarms and motor error alarms, condensation inside the screen, the act button sticks and frequent battery changes. He also stated that the device has to be restarted to complete the prime process and he noticed a brown discoloration inside the reservoir. Customer's blood glucose value is unknown. The customer declined transfer to the helpline for assistance. The insulin pump was not replaced and no product was returned for analysis.